Manufacturer narrative:
H.6 investigation summary: complaint history review: complaint history was reviewed and no similar complaint was identified for this batch number. Batch history record (bhr) review: the bhr was reviewed. No deviations from validated manufacturing processes were identified. Sample analysis: the retain samples were reviewed and no deviation was detected return samples were not provided however picture sample was shared showing contaminated plates. Evaluation results: this product is filled under aseptic conditions. Therefore sterility of the finished product cannot be guaranteed. Unfortunately a 100 % inspection level for sterility is not possible and sterility testing is carried out on the basis of a representative sample. In consequence, occasional contaminations cannot be prevented by 100%. However several cross-functional teams are conducting extensive investigation to reduce further the occurrence for such contaminations. A definite root cause was not identified. Investigation conclusion: based on the internal investigation, this complaint can be confirmed for contamination. H3 other text : see h.10.

Event description:
It was reported that when unpacking plate columbia ag 5prct sb 90mm contamination was visible with 1800 plates affected. No patient impact reported. The following information was provided by the initial reporter: contamination. Contamination (pictures available) 1800 plates are affected. The media were delivered on 18th august and stored at 2-8 °c in the original boxes. On 25th august the plates were unpacked and the contamination was visible.

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that when unpackaging plate columbia ag 5prct sb 90mm contamination was visible with 1800 plates affected. No patient impact reported. The following information was provided by the initial reporter: contamination. Contamination (pictures available) 1800 plates are affected the media were delivered on 18th august and stored at 2-8 °c in the original boxes. On 25th august the plates were unpacked and the contamination was visible.